Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was not powering on. The power supply was out of specification electrically. It was also determined at analysis that the touchscreen is broken and the floppy drive does not work. Software history errors were found. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not powering on. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.